Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found that there was a brown foreign material in the package of the device after opening the package. However, per the preliminary evaluation of the evaluator, it was found that the foreign material was inside the syringe of the tray.

Manufacturer narrative:
Received 1 opened irrigation syringe with the original unit package. The reported event was confirmed; however, the foreign material was measured and found within specification. During the visual inspection, it was noted that there was a brown stain in the sample. It was measured and obtained the following results: foreign material = 0.4 mm2 (specification is that loose foreign matter is not permitted in excess of an aggregate total of 0.6 mm2 per tappi dirt estimation chart). The foreign matter was found within specification. In order to verify if the foreign material was embedded, the following task was performed: take a towel and wet it with alcohol. Wipe the bulb with towel. During this task, the foreign material was removed. The foreign material was found to be loose. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "irrigation syringe after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Do not resterilize. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found that there was a brown foreign material in the package of the device after opening the package. However, per the preliminary evaluation of the evaluator, it was found that the foreign material was inside the syringe of the tray.